Event description:
It was reported that the patient had no stimulation sensation since about a week ago. Tried turning amp up to highest voltage on programmer and does not feel stimulation. The event or symptoms occurred following a fall. The patient fell on the floor last week. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va02pxn, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va02pxn, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).